Event description:
It was reported that the hls set was exchanged for a due to a blood leak from the arterial outlet. Approximately 23 hours after initiation of ECMO, blood was observed to be leaking from the bottom of the oxygenator outlet where the outlet port looks to screw into the arterial oxygenator plate. At that time, the patient was on 4.2 lpm blood flow with arterial pressures of part 343 mmhg. As it was a continuous drip of blood, a controlled circuit exchange was performed at the bedside. There were no triggering events, circuit interventions, or significant movements prior to the blood leak being observed. The failure occurred during treatment. No harm to any person has been reported. The hls set was exchanged due to a blood leak during treatment. Therefore, a report is needed. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the hls set was exchanged for a due to a blood leak from the arterial outlet. Approximately 23 hours after initiation of ECMO, blood was observed to be leaking from the bottom of the oxygenator outlet where the outlet port looks to screw into the arterial oxygenator plate. At that time, the patient was on 4.2 lpm blood flow with arterial pressures of part 343 mmhg. As it was a continuous drip of blood, a controlled circuit exchange was performed at the bedside. There were no triggering events, circuit interventions, or significant movements prior to the blood leak being observed. The failure occurred during treatment. No harm to any person has been reported. The affected product was investigated in the getinge laboratory on 2024-12-13 with following conclusion: the failure could be confirmed. During visual inspection corrosion was found on the arterial temperature sensor this indicates a leakage within the sensor housing. During functional testing the leak could be replicated. The root cause was determined as faulty / insufficient gluing of the arterial pressure sensor. The complaint information was transferred to the internal nonconformity process. Nc and CAPA has been initiated for the reported failure "blood pressure glueing inadequate". All further investigation will be conducted in the nc and CAPA. As stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ a review for potential field actions related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions. The review of the non-conformities has been performed for the reviewed time period. It was found that ncs were initiated for the reported failure. Based on the results the reported failure "blood leakage from arterial temperature sensor" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The affected product was investigated in the getinge laboratory on 2024-12-13 with following conclusion: the failure could be confirmed. During visual inspection corrosion was found on the arterial temperature sensor this indicates a leakage within the sensor housing. During functional testing the leak could be replicated. The root cause was determined as faulty / insufficient gluing of the arterial pressure sensor. According to the risk review the reported failure corresponds to an occurrence rate of (B)(4) percentage and ptotal equal 3 which corresponds to n smaller or equal (B)(4), and is below the acceptance threshold according to the risk management plan of the hls set. A follow-up medwatch will be submitted when additional information becomes available.